Event description:
A 3.00mm diameter x 15mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a moderately tortuous, tubular, concentric proximal lcx lesion. The lesion was reported to exhibit 85% stenosis and a little calcification. Prior to the insertion of the endeavor resolute rx drug-eluting stent, the lesion had been pre-dilatated with a 2.50mm diameter x 12mm length balloon, to 15-19 atms. A failed attempt was made to advance the endeavor resolute rx stent delivery system. It was reported that the device would not pass. The endeavor resolute rx stent delivery system was then withdrawn from the pt. It is report that the endeavor resolute rx stent then appeared fractured. It is reported that three interventional wires were then placed and it was possible to successfully implant a 3.00mm diameter x 12mm length other brand stent. Pt status post procedure was reported to be okay. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: stent deformation; 85% stenosis, moderate tortuosity. Eval code, conclusions: 85% stenosis, moderate tortuosity. Eval summary: the stent delivery system and procedural cd were returned for eval. The blue transition tubing was kinked 5.2cm distal to the hypotube bond. The distal inner and outer shafts were kinked 1.5cm and 1.7cm distal to the guide wire entry port. The distal tip was flattened and oval in shape. The folds of the proximal balloon pillow were disturbed and partially open. The 1st proximal and distal stent segments were slightly flared. A number of struts on the 7th distal segment were raised and pulled distally. A number of struts on the 8th distal segment were deformed. The procedural cd images confirm a tight, angulated lesion. The pre-dilation balloon appears to conform to the angle of the lesion on inflation. The cd contains images of the deployment and post dilatation of the other brand stent. However, there are no images of the attempted delivery of the endeavor resolute rx stent.